Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training the ilet's cartridge connector was difficult to turn and remove, preventing attachment and setup, and the session was halted while a replacement device was requested. Symptoms included no adverse clinical effects. Outcomes included delay of therapy initiation. Investigation included review of the reported handling issue and coordination of device replacement for continued training. Investigation of this case revealed a suspected mechanical interference at the cartridge connector consistent with a connector fit or alignment issue. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction related to the connector interface.